Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the broken piece that fell into patient found? If yes how? And where? If not, what tissue structure is the broken needle piece located at? Any harm / risk or injury to patient? Will the patient have any follow up for needle piece removal at a later date? If yes, please provide details? Any other patient consequences /ae outcome as a result of the event? Is the size of the broken needle less than half of the needle? What tissue structure is the broken needle piece located at? Are there plans to remove the needle piece at a future date? Patient current condition?

Event description:
It was reported that patient underwent colon procedure on (B)(6) 2018 and suture was used. The tip of the needle broke in sigmoid colostomy. The broken piece fell inside of patient and surgeon took much time to search it. The procedure time was extende by 30 minutes. Finally it was not found by x-ray test. The surgeon used another device to complete the procedure. Currently patient condition is stable. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018 additional information: device evaluation summary: a needle was received for analysis. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain unk was the broken piece that fell into patient found? No if yes how? And where? If not, what tissue structure is the broken needle piece located at? Unk, but the operation is sigmoid colostomy any harm / risk or injury to patient? Could not find the broken piece will the patient have any follow up for needle piece removal at a later date? If yes, please provide details? Unk any other patient consequences /ae outcome as a result of the event? Prolonged surgical time and broken piece was not found is the size of the broken needle less than half of the needle? Please refer to actual sample what tissue structure is the broken needle piece located at? The operation is sigmoid colostomy are there plans to remove the needle piece at a future date? Unk patient current condition? Now the patient is stable.